Event description:
It was reported that during a colon resection, the device produced an incomplete staple line and malformed staples. Another transection was made to complete the staple line and the area of the malformed staples was re-inforced by suturing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.